Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics and motor assembly. Analysis was unable to perform any tests due to blank display. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture/fluid when the customer was having a shower. It was stated that moisture was visible under the lcd. The customer¿s blood glucose was 10 mmol/l at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.